Event description:
On (B)(6) 2011, patient reported that the down button on the infusion device was not functioning properly. This was first noticed 1 year ago. Patient boluses 5 times per day and has used this infusion device since 2007. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.